Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient dob not provided by reporter. Unknown when pain started. Initial implant was 15 years ago (exact date was not known). Actual date of explant is unknown. Device is not expected to be returned for manufacturer review/investigation. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 1/14/2000 , part #: 214.38, lot#: 4042714 (non-sterile) - one-third tubular plate with collar 8 holes/97mm , quantity (B)(4). Lot was release to the warehouse on 1/14/2000. Work order no: 176842 was issued on 12/06/1999. No ncrs were generated during production. Review of the device history record(s) showed that there were no other issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent removal of a one third tubular plate with collar and (9) nine screws from the right ankle due to pain. Initial implant was 15 years ago (exact date was not known). There was no surgical delay. The procedure was completed successfully. This report is 1 of 2 for (B)(4).